Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. No blank display noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. However, critical pump error (open book image) alarm was confirmed due to main data bus test failure in the bootloader (code 0x00000047) according in the error log file, suspected on hw. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 01-aug-2024 in the formatted history file. Sensorexpiredalert (794) was found on: 08/01/2024 01:27:13.000 lostsensor1alert (780) was found on: 07/27/2024 05:48:00.000, 07/27/2024 05:58:00.000 07/27/2024 23:59:00.000 08/01/2024 10:17:00.000, 08/01/2024 10:27:00.000 unable to test for sensor expired alert and lost sensor alert due to critical pump error (open book image) alarm. Sensor expired alert and lost sensor alert were unknown. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 07/01/2024 23:12:00.000 07/15/2024 12:20:00.000 insert battery alarm was found on: 07/02/2024 01:14:07.000 07/15/2024 12:49:45.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 29-jul-2024 at 10:01:59 pm. There was no power data available for the date of 01-jul-2024 and 15-jul-2024. Unable to check power data for low battery alert. Unable to test for low battery alert and unexpected battery power loss due to critical pump error (open book image) alarm. Low battery alert and unexpected battery power loss were unknown. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. Blank display was not confirmed. However, unable to verify unexpected battery power loss and perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator assembly noted. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, exposed to moisture, unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Fluid was present in pump. Pump did not return to normal function and fluid was reported under the lcd display. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.